Manufacturer narrative:
Evaluation results: visual inspection of the returned product found a portion of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined.

Event description:
The reporter stated the surgeon inserted a three piece silicone lens model number aq2003v and noticed the lens was torn. The surgeon removed the lens without enlarging the incision. Sutures were required to close the incision.